Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in pt's left eye on (B)(6) 2011. The lens was explanted on (B)(6) 2012 due to excessive vault. The lens was exchanged for a shorter length lens.

Manufacturer narrative:
(B)(4).